Event description:
It was reported by the patient visited emergency room because she had two lumps on each side of her belly button where she had cannulas placed previously that formed lumps under her skin the size of an egg, became red and swollen and they prescribed doxycycline for seven days.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.